Manufacturer narrative:
(B)(4). Insulin pump was received with pump error alarm during rewind due to corroded motor home switch.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Customer was unable to clear alarm. Customer was able to complete rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.